Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6), (B)(6) (3014862188-2021-00662,3014862188-2021-00669 test 1,2 of 3). User also reported to FDA , mw5104574. This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result 2 october 2021. Negative pcr and rapid antigen test the same day. Report 3 of 3.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-00662, 3014862188-2021-00669 test 1,2 of 3). User also reported to FDA, mw5104574. This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result (B)(6) 2021. Negative pcr and rapid antigen test the same day. Report 3 of 3.

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6), (B)(6) (3014862188-2021-00662,3014862188-2021-00669 test 1,2 of 3). User also reported to FDA , mw5104574. This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result (B)(6) 2021. Negative pcr and rapid antigen test the same day. Report 3 of 3.